Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the consumer contacted baxter technical services (bts) regarding a service alarm on the homechoice (hc) device. At the time of the call the following was reported. On an unreported date, the patient experienced peritonitis. The patient was on antibiotics for the peritonitis. Follow up information was received on (B)(6) 2012 by global pharmacovigilance from the peritoneal dialysis nurse. The nurse reported that on (B)(6) 2012 the patient was diagnosed with peritonitis manifested by abdominal pain. The nurse did not know the type of peritonitis. The cause of the peritonitis is unknown. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with vancomycin IV and gentamycin (dose and frequencies unknown). The nurse reported that the patient was retrained on proper aseptic technique. The patient is recovering from the peritonitis event. The peritonitis is not related to pd therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfction or use error is not confirmed because disposable set was not returned to baxter, batch review revealed results are acceptable with no manufacturing issues and user did not describe any types of use errors or other issues that might have caused the reported issue. A review of all batch record documents was performed for h12i15021 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.